Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: confirmed display is dim/faded and discolored upon start up and difficult to read. When replaced with a test display, the display was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display was dim/faded/discolored/difficult to read. This report is made based on the results of an investigation completed on (B)(4) 2013.